Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with two 425 cc mentor memorygel breast implant prostheses and experienced right-sided grade IV capsular contracture and bilateral hypertrophic scar postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation/scar revision on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 18-aug-2020, mentor received additional information regarding the patient's symptoms, the date of the revision surgery, and replacement devices. The patient experienced bilateral hypertrophic scar. Initially, the date of explantation was reported as (B)(6) 2020. However, new information revealed that the patient underwent the revision surgery on (B)(6) 2020. The replacement devices are two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc, left serial #: (B)(6), right serial #: (B)(6)). The relevant fields have been updated. Manufacturers' reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery and replacement devices. The patient is scheduled to undergo removal and replacement with unspecified mentor gel breast implants. Manufacturer's reference number: (B)(4).